Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, one opening assessed as fold flaw. ¿ seroma-late: unable to observe since it is a medical event and is not related to the device. ¿ calcification: no observed. As per the investigation procedure crease, non-penetrating nick and wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "implant pain" and "breast complaint". Later healthcare professional reported ¿suspected intracapsular rupture of the left breast implant¿, "periprosthetic fluid", "thin benign punctiform calcifications" diagnosed via ultrasound and ¿the contours relatively bumpy on the left side with the impression of double contours¿ diagnosed by palpation. This relates to the left side. Device has been explanted and replaced with another manufacturer's device.

Event description:
Healthcare professional reported "implant pain" and "breast complaint". Later healthcare professional reported ¿suspected intracapsular rupture of the left breast implant¿, "periprosthetic fluid", "thin benign punctiform calcifications" diagnosed via ultrasound and ¿the contours relatively bumpy on the left side with the impression of double contours¿ diagnosed by palpation. This relates to the left side. Device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Continued: e.1.: phone number: (B)(6). The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.